Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt. Received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation an open wire was discovered in the cable connecting the distribution node (dn) and ECG "b". The root cause for the broken wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.